Event description:
The customer reported via phone call that they had a sensor break. The customer reported two of their sensor had broken needles after being inserted into the inserter. The customer was unable to confirm if the catch arm was bent. Customer's blood glucose was 8.2 mmol/l. The sensor will be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, found 1 needed and 2 sensors were inspected for needle burrs, hooks or dull needle tip defects none were found. The introducer needle passed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.